Event description:
It was alleged that a patient developed a hospital-acquired stage 1 pressure ulcer while on an xprt mattress.

Manufacturer narrative:
A visual and functional inspection was not performed as the mattress could not be identified for evaluation. No allegations of a malfunction were reported. A stryker clinical specialist visited the account to perform rounds on (B)(4) 2014 in the ICU at the user facility. Based on her observation the following is a summary of her visit: 1. Patients were not rotated every two hours. 2. Patient heels were not floated (raised up off the mattress at the calf). 3. Some patients were critically ill or at end of life. 4. The staff were not using the correct firmness settings on the xprt mattresses. 5. The staff were not aware of the braden scale ratings. 6. There was inconsistent notation of patients admitted with pre-existing pressure ulcers and hospital acquired pressure ulcers (hapu). The unit could not be identified for evaluation.